Event description:
The facility called and reported that during an arthroscopic shoulder repair, a portion of the distal tip of an s90 electrode came off and into the patient's joint space. It is not known if the fragment remains in the body or not, however, the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
The complaint device was received and evaluated visually. The electrode was viewed both with the naked eye and under power; it is noted that the distal tip has some damage that can only be attributed to abuse. The active portion of the distal end and the surrounding material at the 1-3 o'clock area is broken away; the break appears to be violent as opposed to a passive or heat break; there are sever scrape marks along the area as if the device was rigorously abraded against something hard. The failure of this device is attributable to technique; a user issue. At this point in time no further action is warranted, however, this file will remain receptive to any potential future information received that is relative, germane and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.